Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815, batch no.: 0195036. It was reported that black spots were found in the chamber before use. Per email: upon inspection before use visible notice of black spots inside the chamber that could be mold. Product was not cracked to used and block spots are in multiple areas of the inside chamber. Not reported to vendor representative.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows black specs throughout the applicator. As a result, bd was able to verify the reported issue. The black spec embedded on the plastic body are created during the molding operation by the vendor. The spec is not of foreign origin but a defect as a by-product of the molding operation. The black spec is created by friction/heat which occurs on plastic components during the molding operation. Production record review was completed with batch/lot 0195036 and no non-conformances were noted during the manufacturing of this lot. No further action required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that black spots were found in the chamber before use. Per email: upon inspection before use visible notice of black spots inside the chamber that could be mold. Product was not cracked to used and block spots are in multiple areas of the inside chamber. Not reported to vendor representative.